Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of the electrogram printouts found that the device delivered hv therapy as a result of detecting vf. It was noted that some t-wave oversensing and r-wave doubling counting was observed, neither was found to cause the hv therapy experienced in the field. The device was tested on the bench and using automated test equipment was found to be normal.

Event description:
It was reported that the patient received inappropriate shocks due to double counting of wide qrs complex and t wave oversensing. It was suspected that the rhythm was generated as a result of heart failure, ectopic beats and electrolyte imbalances. The patient went into vf and died two hours later due to multi organ failure.